Event description:
It was reported that the patient underwent a left knee revision. Subsequently, the patient reported experiencing pain. As a result, the patient underwent a second revision approximately 1 month after revision surgery. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 02-010-06-0230 - tru cc femoral size 3 left: (B)(6). 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t: (B)(6). 02-012-50-3011 - tru tib aug 1/2 size 3, 5mm: (B)(6). 02-012-50-3011 - tru tib aug 1/2 size 3, 5mm: (B)(6). 02-012-60-1680 - tru stem ext 16mm x 80mm: (B)(6). 02-012-60-1680 - tru stem ext 16mm x 80mm: (B)(6). 200-03-35 - one peg patella 35mm: (B)(6). 208-05-03 - cc distal fem augment sz 3, 5mm: (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.